Event description:
It was reported that during a prostate procedure, the fiber tip ruptured and was side firing after 3,845j and 1:20 minutes of use. The fiber was exchanged and the case was completed with a second surgical fiber. No patient/user injury occurred due to this event.

Event description:
It was reported that during a prostate procedure, the fiber tip ruptured and was side firing after 3,845j and 1:20 minutes of use. The fiber was exchanged and the case was completed with a second surgical fiber. No patient/user injury occurred due to this event.

Manufacturer narrative:
Device available for evaluation- updated returned to manufacturer date- updated. Device evaluated by manufacturer- updated. Device returned to manufacturer - updated. Evaluation method, evaluation results and evaluation conclusion code- updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber break. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window as intended. The outer flow tubing open end exhibits minor scratch marks. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber tip break and side firing" could not be confirmed. The damages found on the fiber were determined based on glue failure. Known inherent risk of the device likely contributed to the observed fiber damage. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.